Event description:
The MFR was notified of a mitroflow valve that was explanted after 3.2 years due to structural valve deterioration resulting from calcification.

Manufacturer narrative:
Device currently in transit back to the investigation site. Device history record review was completed. Upon receipt, morpho-histological analysis will be performed on the valve. Eval: method- the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Results- no definitive results at this time. Conclusions- no conclusion can be drawn at this time as device is currently in the process of being returned for eval.